Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer's blood glucose was 42 mg/dl at the time of the incident. The sensor was reading 42 mg/dl. The customer treated with eating candy. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.